Event description:
It was reported to ge healthcare that the mr system would not scan. A ge field engineer was dispatched to the site, and initial investigation of the issue indicated that one of the capacitors in the rf coil was burnt. The mr 450w rf body coil was returned to the manufacturing site for inspection/disposal on (B)(6) 2013. On (B)(6) 2013 ge healthcare engineering reviewed and confirmed that a failure occurred which could potentially lead to patient warming.

Manufacturer narrative:
The body coil was replaced at site and the failed coil was returned to ge healthcare for investigation. A supplemental report will be filed once the investigation is complete.